Event description:
The user facility reported half of the yoke cover to their harmonyair g-series lighting system detached and fell during a patient procedure. The yoke cover fell into the sterile field. The affected instruments were replaced, there was no impact to the patient, and the procedure was completed successfully without report of delay. The lighting system was removed from service awaiting onsite inspection.

Manufacturer narrative:
The steris service technician arrived onsite to inspect the harmonyair g-series lighting system and confirmed the yoke cover was damaged. The technician confirmed the damage is attributed to user facility personnel bumping the lighthead into walls or other equipment. The steris service technician replaced the lighthead cover, tested the unit, confirmed it was operating according to specification, and returned it to service. The harmonyair g-series gen2 operator manual ((B)(4)) documents the following statements within the safety precautions section, "warning - personal injury and/or equipment damage hazard avoid damage after collisions. The monitor mount may become damaged and fail if it collides with other objects, walls, or ceilings. Check the monitor mount for potential damage after collisions. Inform the operator if in doubt. Caution - possible equipment damage. Do not bump lightheads into walls or other equipment. Avoid damage to the monitor mount. To avoid damage to the monitor mount: do not use force when moving the monitor mount into the limit positions. Avoid collisions with other components." Steris clinical support representative counseled user facility personnel on the proper use and operation of the lighting system, specifically on how to move the lightheads to avoid bumping into walls or other equipment. No additional issues have been reported.